Event description:
The manufacturer received information alleging a ventilator's remote alarm connector was broken. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's interface board was replaced to address the issue.